Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01164 and 3007042319-2015-01165) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4). The battery was unable to be connected properly to either side. The controller seemed to have difficulty accepting all types of power but only on one port. Patient was not clear as to which port it was prior to change. No additional issues have been reported regarding this issues with the changing of the equipment. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms and premature switching events. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal cell pair. Heartware has opened internal investigations to evaluate these types of issues. A possible root cause of the reported event may be attributed to a combination of a communication error between the controller and the batteries and a battery with a faulty internal cell pair. No mechanical issues were found with the controller or battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that they were experiencing power sources that would not stay engaged with the controller. The controller would beep as if it had power when the power was actually disengaged; the battery would not engage in controller at all. The controller was exchanged in the clinic from the facility stock. The controller and battery were removed from patient use. There were no reported consequences or impact to the patient. No additional information was provided. This is report 1 of 2.